Event description:
Reported issue: surgeon is familiar with ae05 and been using. Surgeon experienced frequent jam during use. Eventually, aborted applier and did not want to take any risk. Hence, faulty product is returned for investigation and surgeon wants a report. Product (commercial stock but on loan to customer) belongs to medquest and reimbursement of funds would be good since we are informed ae05 is currently suspended for production until further notice. Note: during use on a patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the device revealed that the sample had a partially engaged trigger. The sample had one of the centering tabs on the distal end of the channel bent inward. The indicator clip was partially loaded into the jaws. Dimensional inspect ion was not required as a part of this complaint investigation. In order to complete functional inspection, the partially loaded indicator clip was manually removed from the jaws. Hand pressure was applied to the trigger to complete the trigger cycle. Upon engagement of the trigger, resistance was felt when completing the trigger cycle. An audible ratchet sound was heard indicating that the ratchet ears are intact. The sample was disassembled in order to inspect the internal components. Upon disassembly, no further damages were found. The damage to the centering tab would prevent the clips from loading properly into the jaws of the applier. It could not be determined exactly how or what caused the centering tab to bend. The channel is a purchased part from a supplier. Nc has been opened and now closed as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the closure of the nonconformance. Additional testing was not required as a part of this complaint investigation. Other remarks: the device history review for the product auto endo5 ml lot #73e1900523 investigation did not show issues related to complaint. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." It could not be determined exactly how or what caused the centering tab to bend. The reported complaint of "jamming - info not provided" was confirmed based upon the sample received. The sample was received with the centering tab bent at the distal end of the channel. Upon functional inspection, no further damages were found with the device. It could not be determined exactly how or what caused the centering tab to bend. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn#: (B)(4). The device history review for the product auto endo5 ml lot#: 73e1900523 investigation did not show issues related to the complaint.the device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: surgeon is familiar with ae05 and been using. Surgeon experienced frequent jam during use. Eventually, aborted applier and did not want to take any risk. Hence, faulty product is returned for investigation and surgeon wants a report. Product (commercial stock but on loan to customer) belongs to medquest and reimbursement of funds would be good since we are informed ae05 is currently suspended for production until further notice. Note: during use on a patient.